Event description:
It was reported that this reporter had not seen patient or rash, but was reading from doctor's. Dictation, (B)(6) 2013. Based on the dictation, patient developed a rash about 2 weeks ago. It was below her belt line maybe due to rubbing. Denies any fever, no chest pain, no coughing, no changes in bowl, no abdominal pain. Based on dictation, device was moving around. The red ring was localized the patient was seen (B)(6) for incision check, (B)(6) patient went to ER. The patient had been instructed to contact dermatologist, but had not made appointment. The patient was unhappy with situation. It was also reported an allergic reaction was noted. The patient was returning a call to the manufacturer about being allergic to the titanium in the ins. It was discussed possibility the nurse had instructed patient and her spouse call the manufacturer with questions. It was noted this was possible. The patient wanted to know what her options were if she was allergic to ins. It was almost purple over ins like her body was rejecting the ins. This had been occurring since she was implanted. At first the hcp (healthcare provider) thought she had an infection and noted they are going to put her on antibiotics. It was discussed having an allergy test done with a dermatologist. The hcp had already suggested this. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the cause of the event was possible allergic reaction. CT scan: device secured. Signs and symptoms included rash, reddened area on abdomen. Hospitalization was not required. Patient outcome was non serious injury/illness.

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 435135 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).